Event description:
On the event date, customer observed no reactivity with a pt sample containing anti-k and 3ss788. The following month, a new pt sample was drawn and using a different lot, 3ss801, a 1+ reaction was observed. Add'l testing was performed and an anti-kell was identified. Customer was not able to repeat testing with 3ss788 since prod was now expired. No death or serious injury was associated with this incident.